Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container leaked. During patient infusion, a leak was observed in the upper corner of the bag. The device was filled with an unspecified amount of 5 fu and connected to a non-baxter pump with unknown IV tubing. The device was carried via the patient¿s purse. The drug leaked through the purse onto the patient¿s pants and boots; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; however, a video and a photo were received for evaluation. Inspection of both the video and the photo revealed that the device was leaking from the seam at the corner of the bag. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.